Event description:
Unomedical reference number: (B)(4). Event occurred in canada. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2023 and (B)(6) 2023. The issue occurred with two same type of infusion sets used for a few hours. The blood glucose level of the patient 18 mmol/l. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.